Event description:
It was reported that the patient experienced a fall. A transmission observed the right atrial (ra) lead with many high rates recorded; possibly due to far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.